Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of essure device/ migration of essure device location of device: uterus"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy and irregular bleeding") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, incompetent cervix, vaginal infection, gravida ii and parity 2. Previously administered products included for an unreported indication: ortho tri cyclen. Concomitant products included metronidazole since 2008 and valaciclovir hydrochloride (valtrex) since 2008. In 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (laparoscopic bilateral tubal cauterization/remove of essure catheter from uterine cavity.) And surgery (ablation). Essure was removed on (B)(6) 2008. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain lower and abdominal pain outcome was unknown and the menorrhagia and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 threading coils noted on the patient's right cornua area with 7 threading coils after completion of the procedure on the left side. According to medical records: pre & post operative diagnoses: 1. Multiparity, desires permanent sterilization. 2. Displaced essure catheter. 3. Menorrhagia, unresponsive to medical therapy. Diagnostic results: (B)(6) 2008: pathology final report:source of tissue: essure coil; endometrial scrapings. Diagnosis: essure coil, removal: submitted for gross diagnosis only. Endometrium, curettage: proliferative type endometrium. Gross description: received fresh labeled "essure coil" is a 3 cm in length x 0.1 cm in diameter coil of metallic spring-like material. Present at one end is a u-shaped portion of string and metal that is 1.5 x 1 x up to 0.1 cm. The specimen is submitted for gross examination only. Labeled "endometrial scrapings" are multiple fragments of tan-gray rubbery tissue admixed with a scant amount of deep red to brown clotted blood aggregating to 2 x 1 x 0.2 cm. (B)(6) 2008: ultrasound pelvis: ultrasound exam shows the uterus measuring 9.44 x 4.38 x 5.27 cm. There is an intrauterine device identified in the endometrial cavity. This appears to be appropriately positioned. Right ovary measures 3.79 x 2.70 x 2.38 cm. Left ovary measures 4.50 x 2.06 x 2.71 cm. Multiple follicles are identified in both ovaries. No free fluid is identified. Us impression: intrauterine device. No acute abnormalities on pelvic ultrasound exam. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet & medical records: event vaginal bleeding, menorrhagia are added. Concomitant, historical conditions & drugs were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of essure device/ migration of essure device location of device: uterus"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy and irregular bleeding") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, incompetent cervix, vaginal infection, gravida ii and parity 2. Previously administered products included for an unreported indication: ortho tri cyclen. Concomitant products included metronidazole since 2008 and valaciclovir hydrochloride (valtrex) since 2008. In 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge, urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), depression ("depression"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (laparoscopic bilateral tubal cauterization/remove of essure catheter from uterine cavity.) And surgery (ablation). Essure was removed on (B)(6) 2008. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain lower, abdominal pain, vaginal infection, urinary tract infection, depression, migraine and headache outcome was unknown and the menorrhagia and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, abdominal pain lower, depression, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were 3 threading coils noted on the patient's right cornua area with 7 threading coils after completion of the procedure on the left side. According to medical records: pre & post operative diagnoses: 1. Multiparity, desires permanent sterilization. 2. Displaced essure catheter. 3. Menorrhagia, unresponsive to medical therapy. Diagnostic results: (B)(6) 2008:pathology final report:source of tissue: essure coil; endometrial scrapings diagnosis: essure coil, removal: submitted for gross diagnosis only. Endometrium, curettage: proliferative type endometrium. Gross description: received fresh labeled "essure coil" is a 3 cm in length x 0.1 cm in diameter coil of metallic spring-like material. Present at one end is a u-shaped portion of string and metal that is 1.5 x 1 x up to 0.1 cm. The specimen is submitted for gross examination only. Labeled "endometrial scrapings" are multiple fragments of tan-gray rubbery tissue admixed with a scant amount of deep red to brown clotted blood aggregating to 2 x 1 x 0.2 cm. (B)(6) 2008: ultrasound pelvis: ultrasound exam shows the uterus measuring 9.44 x 4.38 x 5.27 cm. There is an intrauterine device identified in the endometrial cavity. This appears to be appropriately positioned. Right ovary measures 3.79 x 2.70 x 2.38 cm. Left ovary measures 4.50 x 2.06 x 2.71 cm. Multiple follicles are identified in both ovaries. No free fluid is identified. Us impression: intrauterine device. No acute abnormalities on pelvic ultrasound exam. Failure to occlude (close) fallopian tubes and migration of essure device most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, event added as :- infection (bladder/ urinary tract/vaginal) type: vaginal, urinary, psychological or psychiatric problems condition: depression, migraines / headaches, vaginal discharge. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of essure device/ migration of essure device location of device: uterus"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy and irregular bleeding") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, incompetent cervix, vaginal infection, gravida ii and parity 2. Previously administered products included for an unreported indication: ortho tri cyclen. Concomitant products included metronidazole since 2008 and valaciclovir hydrochloride (valtrex) since 2008. In 2008, the patient experienced uterine perforation (seriousness criteria medically significant and inte0rvention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/ pain"), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge, urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), depression ("depression"), migraine ("migraines"), headache ("headaches") and medical device discomfort ("discomfort"). The patient was treated with surgery (laparoscopic bilateral tubal cauterization/remove of essure catheter from uterine cavity.) And surgery (ablation). Essure was removed on (B)(6) 2008. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain lower, abdominal pain, vaginal infection, urinary tract infection, depression, migraine, headache and medical device discomfort outcome was unknown and the menorrhagia and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, abdominal pain lower, depression, genital haemorrhage, headache, medical device discomfort, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were 3 threading coils noted on the patient's right cornua area with 7 threading coils after completion of the procedure on the left side. According to medical records: pre & post operative diagnoses: 1. Multiparity, desires permanent sterilization. 2. Displaced essure catheter. 3. Menorrhagia, unresponsive to medical therapy. She cannot remember whether she had an hsg test. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2008: coil migration (B)(6) 2008:pathology final report:source of tissue: essure coil; endometrial scrapings diagnosis: essure coil, removal: submitted for gross diagnosis only. Endometrium, curettage: proliferative type endometrium. Gross description: received fresh labeled "essure coil" is a 3 cm in length x 0.1 cm in diameter coil of metallic spring-like material. Present at one end is a u-shaped portion of string and metal that is 1.5 x 1 x up to 0.1 cm. The specimen is submitted for gross examination only. Labeled "endometrial scrapings" are multiple fragments of tan-gray rubbery tissue admixed with a scant amount of deep red to brown clotted blood aggregating to 2 x 1 x 0.2 cm. (B)(6) 2008: ultrasound pelvis: ultrasound exam shows the uterus measuring 9.44 x 4.38 x 5.27 cm. There is an intrauterine device identified in the endometrial cavity. This appears to be appropriately positioned. Right ovary measures 3.79 x 2.70 x 2.38 cm. Left ovary measures 4.50 x 2.06 x 2.71 cm. Multiple follicles are identified in both ovaries. No free fluid is identified. Us impression: intrauterine device. No acute abnormalities on pelvic ultrasound exam. Failure to occlude (close) fallopian tubes and migration of essure device most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received. Event added: discomfort. Lab data was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2008, underwent pelvic surgery to try and alleviate the symptoms). At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.